Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a crack near the display screen, had been changing battery more frequently, had motor errors and a codes. No harm requiring medical intervention was reported. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).